Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that within approximately three and a half months of implant that the right atrial lead had no capture. It was indicated the lead was possibly damaged during a coronary artery bypass graft procedure. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.